Event description:
It was reported to philips that allura system had start up issues. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that host pc was not starting. The fse replaced the host pc which resolved the issue, and the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system was unable to start up and no message was reported on the monitor. The fse reviewed the log files and there were no errors found. The fse checked the host pc, found that the host pc couldn't start but the power supply was working well. The fse confirmed that the host pc was defective. The fse replaced the host pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.